Event description:
It was reported that the patient received multiple inappropriate therapies due to noise. Noise was reproduced. An out of range impedance was also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete analysis could not be performed due to partial lead returned.